Manufacturer narrative:
(B)(4). Section d4: device identification details were requested, however, not received. Section g4, PMA/510(k) number: the rt319 bi-level/CPAP circuit is not sold in the united states of america (USA) but instead a similar product, under the 510(k) number k983112 is sold. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the tubing of a rt319 bi-level/CPAP circuit was found leaking water at the patient end after 5 days of use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: device identification details were requested, however, not received. Section g4, PMA/510(k) number: the rt319 bi-level/CPAP circuit is not sold in the united states of america (USA) but instead a similar product, under the 510(k) number k983112 is sold. Method: the subject rt319 breathing circuit was not received at fisher & paykel (f&p) healthcare in new zealand for evaluation as the healthcare facility confirmed that the device had been discarded. Our evaluation is therefore based on the information provided by the healthcare facility. Results: the healthcare facility reported that the device found leaking water at the patient end after 5 days of use. Conclusion: without photographs or the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt319 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.

Event description:
A healthcare facility in china reported that the tubing of a rt319 bi-level/CPAP circuit was found leaking water at the patient end after 5 days of use. There were no reported patient consequences.